Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had a lead safety switch to unipolar due to high out of range impedance spike greater than 3000 ohms. The other values were all within normal ranges, and no noise was observed with isometrics or in stored egm's lead. The plan was to reprogram back to bipolar, and monitor on the remote monitoring system. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had a lead safety switch to unipolar due to high out of range impedance spike greater than 3000 ohms. The other values were all within normal ranges, and no noise was observed with isometrics or in stored egm's lead. The plan was to reprogram back to bipolar, and monitor on the remote monitoring system. The lead remains in-service. No adverse patient effects were reported.